Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the during a pump replacement surgery the catheter failed a dye study and was unable to be aspirated. There were no environmental/external/patient factors that may have led or contributed to the issue. No symptoms were reported. The issue was unresolved; the patient was alive with no injury. Surgical intervention was planned. No further complications have been reported as a result of this event.